Manufacturer narrative:
(B)(4).

Event description:
It was reported that high capture threshold and high pacing lead impedance were observed. The patient was asymptomatic. The ventricular output was increased. The patient was fine and will continue to be monitored at this time.